Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 4.00 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. A second attempt was made to implant the stent; however, the physician noted that the stent was dislodged into the guide catheter. They used a snare to remove the whole stent system and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.